Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The software files were reloaded. The system is operating as intended.

Event description:
The customer reported that the 7900 system was displaying a scandisk active error message and the system would not boot up. No patient injury was reported.